Event description:
Additional information received reported patient had lumbar radiculopathy. Patient had a lead replacement. There was no diagnostics and surgical observation confirmed there was a lead migration. Patient outcome was noted as resolved without sequelae. Patient experienced symptoms include leg irritation and severity was mild. Additional information was requested but was not available at the time of this report.

Event description:
It was reported that the patient experienced increased pain. It was also noted that implantable neurostimulator (ins) leads had migrated. The patient outcome was unknown. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).